Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. During evaluation it was observed the keypad was damaged near the power button. Stryker replaced the device's keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device would unexpectedly lose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the device and determined the keypad caused the reported issue.

Event description:
The customer contacted stryker to report their device would unexpectedly lose power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.